Manufacturer narrative:
(B) (4). The sample was discarded and the lot number is unknown and therefore no evaluation is possible.

Event description:
A customer contacted baxter's technical service representative (tsr) regarding a system error 2240 (air in line) alarm that appeared on the homechoice (hc) unit during dwell 1 of 3. The tsr assisted the care giver (cg) to cycle the power off/on twice to clear the alarm. The tsr then assisted the cg to close all of the clamps and remove the set. The cg stated she would wash and mask then disconnect the home patient (hp). The tsr then explained the alarm to the cg and explained that the hc automatically terminates the therapy and the cg would now need to start over with new supplies. The cg stated that she would do a manual exchange on the hp in the morning. The tsr also explained to advise the nurse of this incident. The hc unit was operational. No patient injury or medical intervention was reported. A follow up call was made to the home patient's nurse who stated that the home patient (hp) has peritonitis. The nurse stated that the hp went to the emergency room late on (B) (6) 2009 and was admitted to the hospital for peritonitis identified through a gram stain as gram positive (B) (6) . The peritoneal effluent culture revealed (B) (6). The hp was treated with antibiotics (unknown). Per the nurse, the wife stated that while the patient was in the hospital there was a catheter complication where either the patient's catheter was pulled out or fell out. The hp's catheter was placed back and he did not need a new one. Per the nurse, when the hp was admitted to the hospital his dianeal pd4 ambuflex was temporarily stopped and he was placed on dianeal pd4 ultrabag. The reason for this was the hospital does not use the cycler. Per the nurse, the peritonitis was resolving. At the time of this report, the patient was still hospitalized with a perspective date of (B) (6) 2009. Per the nurse the exact cause of the peritonitis was unknown, but she was very suspicious that the peritonitis could have been due to the homechoice machine or cassette. The reason the nurse is suspicious is that 48 hours before there was air in the system. Per the nurse, if air could have gotten in the system then what else could have gotten in the system' the event of peritonitis was unrelated to dianeal therapy. No further information was available.